Event description:
It was reported to boston scientific corporation in late 2008 that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure four days prior. According to the complainant, during procedure preparation, the catheter was found to have dye coming out the side of the catheter. The catheter had a puncture in it approximately 1 cm from the tip. The procedure was successfully completed with another device. No pt complications were reported as a result of this event. The pt's condition was reported to be "ok."

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed. Therefore, the cause of the reported malfunction is undetermined.